Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coelioscopic procedure, there was a malfunction noticed on some metal clips present in the automatic clamp. A large number of clips were a little closed when armed to be put in place. It was noted that the surgeon was able to squeeze the handle and the jaws were able to close. There was no patient injury.